Manufacturer narrative:
Image analysis one video and one image was provided for evaluation. The fluoroscopic image shows a markedly elongated and deformed stent extending along the vessel, with irregular, stretched strut spacing rather than a uniform cylindrical configuration. The device appears partially expanded and distorted within the vessel, lacking normal apposition to the vessel wall. In the video you can see the physician has the abre device on a table outside the or. The physician is talking through the procedure. The red locking pin was removed a bend can be observed on the tip physician opens the handle of the abre device biologics can be observed inside the handle. The clip has separated from the silver retractable sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an abre venous self-expanding stent system was used during an ivus procedure in the left proximal common iliac vein and deployment issues occurred at the target site within the patient vasculature. The patient had significant left common iliac vein compression, which was dilated with a balloon. A 9fr non-medtronic (ashai) sheath and a non-medtronic (benson) guidewire were used. The IFU (instruction for use) was followed without issue. No resistance was encountered when advancing the device. The thumbscrew/lock-pin was removed prior to attempted deployment. After the first portion of the stent was deployed, the thumbwheel stopped retracting and ceased deploying the stent. The physician decided to retract the device from the proximal and common iliac vein into the mid common iliac vein and as far caudal as he could get it. As the device was being retracted, the stent struts got caught on the vein wall and as physician continued to remove the device the stent was pulled out of the sheath and elongated/stretched out. The stent was unintentionally deployed from the common femoral vein into the mid third of the femoral vein crossing the confluence of the profunda and femoral vein. The 9fr sheath and the abre delivery system were safely removed from the patient. The guidewire was leftin the patient and a 10fr sheath was introduced. The abre stent remains implanted completely in the femoral vein and did not come th rough the femoral vein venotomy. The procedure was completed using a 18x140 non-medtronic (bd venovo) stent to cover the area without issue. The patient is being scheduled for surgery to remove the 18x120 abre stent, which is deployed (highly elongated) in her common femoral vein and is causing her pain, besides jailing her profunda.